Manufacturer narrative:
Article citation: connor c, et al. "Addition of antibiotic-impregnated bone cement discs for reduction of periprosthetic infection in implant-based breast reconstruction." Journal of plastic, reconstructive & aesthetic surgery, 2026; 118, 74-82. Https://doi.org/10.1016/j.bjps.2026.05.007. The events of cellullitis, infection (early onset), drainage, seroma, exposure and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: cellullitis, infection (early onset), drainage, seroma, exposure and necrosis. Corresponding author full contact: dr. Colton h. Connor division of plastic and reconstructive surgery department of surgery university of louisville 550 south jackson street acb 2nd floor louisville, ky 40202, united states. Additional contributing authors: jacob y. Katsnelson division of plastic and reconstructive surgery, department of surgery, university of louisville, louisville, ky, united states. Brian j. Paul division of plastic and reconstructive surgery, department of surgery, university of louisville, louisville, ky, united states. Alexander l. Mostovych university of louisville school of medicine, louisville, ky, united states. Quinton l. Carr university of louisville school of medicine, louisville, ky, united states. Ryan l. Shapiro division of plastic and reconstructive surgery, department of surgery, university of louisville, louisville, ky, united states.

Event description:
Healthcare professional, in article titled "addition of antibiotic-impregnated bone cement discs for reduction of periprosthetic infection in implant-based breast reconstruction", reported of tissue expander devices: seroma, infection, cellulitis, purulent drainage, tissue expander exposure, hematoma, mastectomy flap necrosis, mastectomy flap necrosis requiring explant. This record comprises 91 patients and 155 devices.